Event description:
After all cuts were made with the robot it was notice that silver portion of handle on mics fell off. Screw that holds silver portion of handle on to mics was found on floor. Case was completed robotically. New mics handpiece is needed as soon as possible. Case type: tka. Did the mics come apart post-op or intra-op? As per the mps: "intra op but after cuts were made."

Manufacturer narrative:
Reported event: it was reported that after all cuts were made with the robot it was notice that silver portion of handle on mics fell off. Screw that holds silver portion of handle on to mics was found on floor. Case was completed robotically. New mics handpiece is needed as soon as possible. Product evaluation and results: as per work order (B)(4) and case number (B)(4)the alleged failure mode was confirmed. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor)." Rtv reason: handle fell off. Product history review: review of device history records indicate 25 devices were manufactured under lot k067p and were accepted into final stock on 12/08/2015. No non conformances were identified during the process. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k067p shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA 1452931.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After all cuts were made with the robot it was notice that silver portion of handle on mics fell off. Screw that holds silver portion of handle on to mics was found on floor. Case was completed robotically. New mics handpiece is needed as soon as possible. Case type: tka. Did the mics come apart post-op or intra-op? As per the mps: "intra op but after cuts were made".